Event description:
It was reported during xia3 surgery, the surgeon tried to use the crosslink connector. When the surgeon loosened the center screw of the connector, the connector disassembled. Therefore, the surgeon changed the connector to brand new connector.

Manufacturer narrative:
Method: device not returned; results: no device was returned for evaluation, so an inspection could not be performed. As a result, the failure mode and root cause cannot be conclusively determined. Conclusion: the customer reported event of the multiaxial crosslink connector disassembling was not confirmed as no device was returned for evaluation and correspondence did not aid in confirming the event. The event resulted in no delay or consequences, which is in line with the referenced risk table. No lot # was provided, so a manufacturing review could not be performed.

Event description:
It was reported during xia3 surgery, the surgeon tried to use the crosslink connector. When the surgeon loosened the center screw of the connector, the connector disassembled. Therefore the surgeon changed the connector to brand new connector.